Event description:
It was reported that the insulin pump alarms motor error, keeps rewinding and alarms during the prime process. The current blood glucose reading is 600 mg/dl. Customer is using manual injections. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No alarm noted.